Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse cleaned and lubricated the sampling guide rails, the guide rod, and the lead screw but the error persisted. The fse replaced the asm board and secured the sampling cable. The fse ran hba1c quality controls (qc) and patient samples. All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(4) 2017, which included data from (B)(4) 2016 through (B)(4) 2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: error messages: 710 z1-axis error; explanation: operation error in z1-axis; countermeasure: inspect z1-axis. Execute smp.reset. Error level: 2; alarm level: 1; print: 1. The most probable cause for error 710 z1-axis was the possible asm board and cable connection.

Event description:
On (B)(6) 2017, a customer reported error 710 z1-axis while running controls on the g8 instrument. The customer cleaned the guide rods but the z1-axis error persisted. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.